Event description:
Customer reported when he inserted his sensor, the needle did not retract when he removed the serter. The needle stayed sticking out. He was able to push the needle back in by pressing it and forcing it to retract. The sensor is being sent back for analysis. Customer's blood glucose was 62 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.